Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a patient with omi. The target lesion, located in the lcx # 14 was described as moderately tortuous with little calcification and 90% stenosis. The target lesion was pre dilatated; however, it was reported that resistance was encountered when attempting to pass the proximal side of the lcx #11 due to tortuosity and calcification present. Force was applied when advancing the device as contraindicated in the endeavor rx instruction for use. However, the endeavor rx did not cross the lesion. When an attempt was made to retract the relevant device, the stent dislodged. The dislodged stent was retrieved with a snare; then two other manufacturer stents (smaller size) were deployed at the lesion site. The physician commented that the stent might have become flared during the attempting delivery due to the calcification present at lcx # 11. Additional information received indicated that the stent dislodged around the tip of the guide catheter; therefore, the possibility exists that the stent segments may have caught on the tip of the guide catheter during withdrawal, possibly due to the flaring of the stent, resulting in the stent dislodging from the balloon. No issue was reported during inspection of the relevant device prior to use. The device has not been identified as root cause of the event. Based on the information available, it appears most likely that the vessel morphology at lcx#11 hindered the deliverability of the device resulting in the damage to the stent during the attempted passage and that the stent dislodged at the tip of the guide catheter during withdrawal. Stent dislodgement is also listed as an inherent risk of the procedure.

Manufacturer narrative:
Evaluation results: (stent dislodgement); (lesion morphology at lcx # 11); (stent dislodged at the tip of the guide catheter); (slight force applied to the relevant device during advancement). Conclusion: (lesion morphology at lcx # 11); (stent dislodged at the tip of the guide catheter). User error contributed to event (slight force applied to the relevant device during advancement). (Secondary intervention: the dislodged stent was retrieved with a snare catheter then two other manufacturer stents were deployed).